Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the moving parts of the trigger of the small battery drive device were not moving smoothly, the electrical control unit (ecu) was damaged and would not run, and there was corrosion/rusting/pitting. It was further determined that the device failed pretest for check for sticky triggers, check function of the device, and check the power with the power test bench. Therefore, the reported condition that the device was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported that the bottom trigger of the small battery drive device was sticky and could not be used. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available for use. There was no human patient involvement as the facility is a veterinary medical hospital, and the device was used for veterinary purposes only. There was no human patient involvement as this device is for veterinary use only. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.